Event description:
It was reported by a customer on (B)(6) 2011, the fiber blew. Per the customer, the fiber did not allow any energy to transmit. The connector to the machine was very hot. The customer reported the fiber was observed with a scope and was black. Also, the customer reported 15 watts of energy was used.